Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot: (B)(4), ubd: (B)(4) 2050, UDI: asku. Hardware analysis determined that no fault occurred with the returned cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The monitor cable was replaced. The system then performed as intended. Device manufacturing date is unavailable. Other relevant device(s) are: pn: 9733571, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar. It was reported that the surgeon monitor was flickering intermittently. The site swapped the surgeon monitor between the staff carts. The issue extended the surgical time by less than 1 hour. There was no impact on patient outcome.